Event description:
Pt underwent a heart cath in 2004 with taxus des stents to the proximal ostial and proximal left anterior descending. Discharged 1 week later in stable condition. Four days later pt presented to emergency dept in cardiac arrest and was pronounced dead after failed resuscitation efforts. No autopsy performed. Organ procurement of heart valve showed an acutely thrombosed coronary stent in the left anterior descending artery. Unknown if stent causative factor in cardiac arrest.